Event description:
This report summarizes two malfunction events. A review of the events indicated that model dl950j vena cava filter allegedly failed to expand. These reports were received from various sources. Of the two events, involved patients with no reported patients injury. The patients age, weight and gender were not provided.

Manufacturer narrative:
H10: there were two reported malfunctions. One device was returned to bd for evaluation and x-ray was provided; the investigation is confirmed for failure to expand. Based upon the available information, the definitive root cause is unknown. This device is labeled for single use. The second device was not returned; therefore, the investigation is inconclusive for failure to expand as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. This device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
For the two reported events, one device was returned to bd for evaluation and x-ray was provided. The other one was not returned to bd. The company is still investigating the issue at this time.

Event description:
This report summarizes two malfunction events. A review of the events indicated that model dl950j vena cava filter allegedly failed to expand. These reports were received from various sources. Of the two events, involved patients with no reported patients injury. The patients age, weight and gender were not provided.